Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm due to overwritten history file. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer was not able to rewind due to continuously receiving a motor error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.